Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported hypoglycemia which did not require treatment. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-399a, mmt-7020la, mmt-1884, mmt-332a.troubleshooting was performed, customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported low bgs. Customer has been using the insulin pumpsystem within 48hrs of reported low bg event. Cust believes the pump isover delivering. Cust was able to upload to carelink.the customer called for an issue not covered by existing troubleshootingguides. Refer to the event description for more details. No further patient complications were reported. No product return is required for mmt-399a. No product return is required for mmt-7020la. Mmt-1884 was requested and customer response was the device will be returned. Mmt-332a was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0874 inches. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump and carelink software, successfully generated carelink reports. Pump delivered 231 bolus deliveries on the event date of 22-apr-2024 at 00:01:43.000 to 23:56:45.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, and stained keypad overlay. Possible over delivery anomaly was not confirmed during testing. Unable to verify customer's complaint for low bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Replaced t000 and t007 on 23-may-2024.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Evaluated 1 open/used reservoir (no clear liquid inside barrel) transfer guard and plunger not returned. Inspected reservoir's o-rings and stopper groove for anomalies appendix d and none was found. Using a new lab transfer guard and plunger; as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per (B)(4). Conclusion: reservoir passed per bolus and basal test; no occluded, no leakage anomalies were found during test (did not continue dripping or squirting from end of set before connecting at their site). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.